Event description:
The reporter indicated that the physician believes the lead is "too flimsy" and "floppier" than usual even when the stylet was inserted. At implant, the lead also showed <250 ohms impedance and thresholds of 5 v. The lead remains implanted.